Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood and tissue were observed. The harvesting tool's shaft was bent near the harvesting handle. No other visual defects were observed. A pre-cautery test was performed with a reference cable, adapter and reference power supply at level 3.0. The device did not pass the pre-cautery test; it failed to produce visible steam and adequate amount of heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second, but with failure to produce steam and adequate heat . An activation and transection capability test was performed over two (2) repetitions using max life test method. The device activated, but was unable to transect tissue two (2) times with cautery failure observed. A temperature and resistance evaluation was unable to be conducted to evaluate the device function, as the shaft was bent. Based on the results of the evaluation, the reported complaint was confirmed for "failure to cut" and the analyzed failure"bent shaft."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.